Event description:
Doctor reported via phone that the mirror fell off in the pt's mouth and was retrieved but could have been swallowed, no pt harm.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.